Manufacturer narrative:
No device sample was returned for analysis; however, a lot number was provided for the device alleged to be involved in the event. Manufacturing records were reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be confirmed.

Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. The patient reports that they experienced five (5) corneal ulcers in the left (os) eye which required multiple visits to an eye care practitioner as well as at a hospital facility. During correspondence with the treating eye care practitioner, it was confirmed that the patient was seen for three (3) follow-up visits at this location. The eye care provider also indicated that the patient sleeps with contact lenses instilled for a month at a time. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to unknown details of the alleged ulcers, including type, size, severity, treatment or outcome, and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent such occurrence, associated with some ulcer events. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.